Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 375cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her left prosthesis, which was confirmed via ultrasound. As a result, the patient underwent removal surgery on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 03, 2024, mentor received additional information. The patient experienced bilateral rupture of her prostheses. As such, a file was generated to document the patient's right prosthesis. Refer to manufacturing report number 1645337-2024-00749 for the contralateral event. The patient's prosthesis was replaced with a 375cc mentor memorygel breast implant. Date of explant was updated to (B)(6) 2023. Mentor became aware that the patient's prostheses were discarded upon removal. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On january 11, 2024, mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. Manufacturer¿s reference number: (B)(4).